Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling over-the-wire (otw) balloon catheter. There was blood and contrast in the guide wire lumen, inflation lumen, and the balloon. The inner shaft was separated at the tack weld. There was a complete circumferential balloon tear 7 cm from the proximal balloon bond. There was a longitudinal tear in the balloon wall extending 4 cm proximally from the distal end of the remaining portion of the balloon. The separated distal ends of the inner shaft (including the distal tip) and balloon were not received for analysis. Magnified inspection of the fracture surfaces presented no indication of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture, balloon detachment, vessel perforation and slow flow occurred. The patient presented due to lifestyle limiting peripheral vascular disease. Previous angiography revealed a totally occluded superficial femoral artery (sfa) with diffuse, severe disease along with presence of disease in the external iliac artery, 90% stenosis in the mid popliteal artery and 99% stenosis at the bifurcation of the peroneal artery and posterior tibial artery. Access was gained via the left common femoral artery using a 7f sheath. A 6f catheter was passed over the iliac horn into the right common iliac artery and was parked in the distal right common iliac. Angiography again confirmed the presence of total occlusion in the mid sfa and diffuse disease. The vessel was reported to be severely calcified and moderately tortuous. Disease was also observed in the ostial sfa. The lesion in the sfa was successfully crossed intraluminally with a 4f non bsc guide catheter and a straight stiff non bsc guide wire. There were no subintimal segments. The wire was then exchanged to a 0.018 guide wire. A 6.0x100mm sterling balloon was advanced for predilation. It was noted that even during high pressure inflations of almost 14atm, there was focal stenosis that was unable to be stretched. 3 inflations were performed and the balloon was rotated between inflations. During the third inflation, the balloon burst, creating a perforation in the sfa. The balloon was pulled back, and another unknown balloon was advanced to treat the perforation but extreme resistance was encountered. The ruptured sterling balloon was examined outside the patient and revealed that a portion of the balloon had sheared off and the shaft was kinked. It was noted that the proximal portion of the balloon and the nose of the balloon had completely detached and remained in the vessel while the distal portion of the balloon and shaft remained on the catheter outside the patient. The detached portion was still on the guide wire. A 4.0 non bsc guide catheter was advanced to try and capture the detached portion, but was not possible due to the nature and geometry of the balloon cut. The fragment of the balloon was pulled back to the area of the maximally diseased sfa. An angle tipped non bsc guide wire was advanced and crossed next to the balloon fragment and a straight non bsc guide catheter advanced to the level of the popliteal artery. The non bsc wire was exchanged for a magic torque 0.035 guide wire. Then a non bsc 5.0x100mm balloon catheter was advanced and repeat balloon angioplasty was performed to the mid to distal sfa. A 6.0x150mm non bsc covered stent was advanced to cover the distal and mid sfa. The stent was deployed and the detached portion of the balloon was trapped between the stent and the vessel wall. Additional angioplasty was carried out with a 5.0x100mm non-bsc balloon and a 6.0x150mm non bsc covered stent was deployed overlapping the first by 5mm. Post dilation was performed with a 6.0x80mm non bsc balloon. The ostial sfa was treated with balloon angioplasty resulting in less than 30% residual stenosis. The external iliac which was previously thought to have severe 85-90% stenosis was visualized in a left caudal view. 80mm gradient was observed across the lesion. It was treated with balloon angioplasty with an unknown 5.0mm balloon and then, due to suboptimal results, stented with a 9.0x40mm non bsc nitinol self expanding stent and post dilated with a 7.0x40mm balloon. Repeat angiography of the distal sfa showed significant slow flow. A 4f non bsc guide catheter was advanced to the distal popliteal artery and intra-arterial nitroglycerin was administered to relieve some spasm component contributing to severe stenosis of the mid popliteal and run off, creating a severely slow flow. Following almost 400mcg of nitroglycerine, timi flow returned to 3 and the procedure was completed.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture, balloon detachment, vessel perforation and slow flow occurred. The patient presented due to lifestyle limiting peripheral vascular disease. Previous angiography revealed a totally occluded superficial femoral artery (sfa) with diffuse, severe disease along with presence of disease in the external iliac artery, 90% stenosis in the mid popliteal artery and 99% stenosis at the bifurcation of the peroneal artery and posterior tibial artery. Access was gained via the left common femoral artery using a 7f sheath. A 6f catheter was passed over the iliac horn into the right common iliac artery and was parked in the distal right common iliac. Angiography again confirmed the presence of total occlusion in the mid sfa and diffuse disease. The vessel was reported to be severely calcified and moderately tortuous. Disease was also observed in the ostial sfa. The lesion in the sfa was successfully crossed intraluminally with a 4f non bsc guide catheter and a straight stiff non bsc guide wire. There were no subintimal segments. The wire was then exchanged to a 0.018 guide wire. A 6.0x100mm sterling balloon was advanced for predilation. It was noted that even during high pressure inflations of almost 14atm, there was focal stenosis that was unable to be stretched. Three inflations were performed and the balloon was rotated between inflations. During the third inflation, the balloon burst, creating a perforation in the sfa. The balloon was pulled back, and another unknown balloon was advanced to treat the perforation but extreme resistance was encountered. The ruptured sterling balloon was examined outside the patient and revealed that a portion of the balloon had sheared off and the shaft was kinked. It was noted that the proximal portion of the balloon and the nose of the balloon had completely detached and remained in the vessel while the distal portion of the balloon and shaft remained on the catheter outside the patient. The detached portion was still on the guide wire. A 4.0 non bsc guide catheter was advanced to try and capture the detached portion, but was not possible due to the nature and geometry of the balloon cut. The fragment of the balloon was pulled back to the area of the maximally diseased sfa. An angle tipped non bsc guide wire was advanced and crossed next to the balloon fragment and a straight non bsc guide catheter advanced to the level of the popliteal artery. The non bsc wire was exchanged for a magic torque 0.035 guide wire. Then a non bsc 5.0x100mm balloon catheter was advanced and repeat balloon angioplasty was performed to the mid to distal sfa. A 6.0x150mm non bsc covered stent was advanced to cover the distal and mid sfa. The stent was deployed and the detached portion of the balloon was trapped between the stent and the vessel wall. Additional angioplasty was carried out with a 5.0x100mm non-bsc balloon and a 6.0x150mm non bsc covered stent was deployed overlapping the first by 5mm. Post dilation was performed with a 6.0x80mm non bsc balloon. The ostial sfa was treated with balloon angioplasty resulting in less than 30% residual stenosis. The external iliac which was previously thought to have severe 85-90% stenosis was visualized in a left caudal view. 80mm gradient was observed across the lesion. It was treated with balloon angioplasty with an unknown 5.0mm balloon and then, due to suboptimal results, stented with a 9.0x40mm non bsc nitinol self expanding stent and post dilated with a 7.0x40mm balloon. Repeat angiography of the distal sfa showed significant slow flow. A 4f non bsc guide catheter was advanced to the distal popliteal artery and intra-arterial nitroglycerin was administered to relieve some spasm component contributing to severe stenosis of the mid popliteal and run off, creating a severely slow flow. Following almost 400mcg of nitroglycerine, timi flow returned to 3 and the procedure was completed.